Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via a merlin@home transmission. Oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were discussed but not made at that time. Device remains implanted.

Event description:
New information notes that programing changes were made, and the patient condition is stable.